Manufacturer narrative:
An event of dissection was reported. The reported event of a positioning issue was confirmed. The results of the investigation concluded that the sheath had been kinked in the proximal region. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the positioning issue is consistent with the kink. The cause of the kink is consistent with damage during use. The dragonfly optis imaging catheter instruction for use states that is resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.

Event description:
Manufacturing related ref: 3008452825-2018-00403, 3008452825-2018-00404. During a procedure resistance with buckling was experienced when advancing three different dragonfly optis catheters with a non-abbott guidewire. A fourth dragonfly optis catheter was used to complete the procedure. No other issues were experienced and the patient left the procedure room in stable condition. Three days post operative, the patient presented to the emergency room with chest pressure. An angiogram revealed mid occlusion of the ramus; distal closure with dissection. Two stents were placed and the issue was resolved. The patient was in stable condition. (Clinical study: (B)(6), patient ID: (B)(6)).